Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformances associated to the reported lot. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, mildly tortuous, mid left anterior descending artery. Predilatation was performed with a 1.5x12 mm balloon catheter prior to deployment of the 3.0 x 28 mm xience v stent at 13 atmospheres. A stent edge dissection was observed after deployment of the stent. Another xience v stent was used to cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.